Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Rec¿d 08aug2014, right hip; 1) complication since primary hip surgery/noise: popping, occasional. 2) complication since primary hip surgery/hip pain: groin. 3) complication since primary hip surgery/effusion of the hip. 1-3 treatment: none, no revision surgery required. 4) ae/altr. Mild severity, not serious, definitely device related and definitely not procedure related. Treatment: none. Possibly revision surgery required. Asr revision reported via sales rep right hip. Update rec'd 1/6/2015- additional clinical der received. Comorbidities provided. Patient experienced noise (clunking). There is no new additional information that would affect the investigation. This complaint was updated on 1/12/2015. Update 15 jan 2015 - clinical der update rcvd. Added dor and pseudotumour and cocr to reasons for revision. Stem remained in situ. Subject withdrawn from study on (B)(6) 2014 due to revision. Added patient gender, dob, height and weight.